Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 560 mg/dl. The customer treated with 1.8 units of insulin and did cardio; the customer's blood glucose dropped to 229 mg/dl after one hour. Troubleshooting was declined for the high blood glucose since the customer identified the cause of the hyperglycemia: the customer was supposed to change his infusion set last night and he did not. No products were returned or replaced.